Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 250cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-procedure. As a result, the patient underwent unilateral removal and replacement with a 250cc mentor memorygel breast implant (catalog: 3502504bc lot: 7414892 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On september 30, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).